Event description:
The center reported that a bi-ventricular assist device (bivad) pt, supported by a dual drive console (ddc), developed pulmonary edema 12 hours after being connected to the driver. During this event the upper module operating the left (lvad) pumped slower compared to the lower module operating the right (rvad). The upper module switched every two seconds from normal power supply to battery support. Every time the console switched from one power source to the other, the display values flickered a little bit, in the middle of the night, the screens froze and the console alarmed an audible and not a visual alarm, and it was not possible to change the parameters. At first, the center suspected to tamponate but 30 minutes later they discovered that the upper module was not operating correctly. The perfusionist pressed the reset button and the console resume normal function. As a precaution, the center decided to switch the pt to the back up driver. The pt stabilized after 2 hours, pulmonary edema had resolved.